Manufacturer narrative:
A partial lead with the connector portion measuring 22.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead had dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an av node ablation procedure. Post-procedure, it was noted that the right ventricular lead exhibited a failure to capture. The lead was removed and replaced. The patient had no adverse consequences.